Manufacturer narrative:
The meter was returned for investigation. The meter housing was visually inspected and no signs of customer mishandling were identified. The display of the meter functions correctly; no black lines were observed. The meter was disassembled and there was no visible contamination. A crack was observed on the touchscreen of the meter. The touchscreen function does not work due to the crack; it is not possible to operate the meter. The investigation confirmed a defect of the touch screen glass.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. The customer stated there were lines on the display screen affecting the results field. The lines could affect the interpretation of patient results; there was no allegation that results had been misinterpreted.